Event description:
Report received of a tubing seperation at the proximal end of the distal y-site of an extension set. The customer reported that the tubing set separated upon injection of an unspecified induction medication via the distal port. There were no reported adverse patient effects.